Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta),the 80 cm. Powerflexpro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at four atmospheres (4 atm.). The product was successfully removed from the patient. Another (unknown) bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the unknown. The lesion was reported to be: heavily calcified and tortuous. The percent of stenosis was unknown. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that it was unknown if the balloon burst occurred during the initial inflation. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. No additional information was available. Amended cc: during a percutaneous transluminal angioplasty (pta),the 80 cm. Powerflex pro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at four atmospheres (4 atm.). The product was successfully removed from the patient. Another (unknown) bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the unknown. The lesion was reported to be: heavily calcified and tortuous. The percent of stenosis was unknown. Additional information received indicated that it was unknown if the balloon burst occurred during the initial inflation. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 15748134 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.